Event description:
It was reported during a da vinci-assisted urology surgical procedure, the axis of the instrument was fractured. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis found a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.